Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Technical services (ts) reviewed the event and determined that the device was operating in safety mode. Subsequently, the patient was hospitalized and underwent revision surgery, during which the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.